Manufacturer narrative:
Product was not returned for evaluation, therefore, this report is based solely on the information provided by the customer. The product lot number was not provided, therefore the device history review could not be performed. The sensor pad works as intended and continues to be put into use, however, the metal clip attached to the sensor pad is being removed to avoid further instances. A review of the complaint database revealed one other event against this issue. Product was not returned in this instance but customer noted that they are removing the clip to avoid any issues. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Ensure all parts of the system are operational before leaving patient unattended. Failure to follow these instructions could result in serious injury. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturing reference file (B)(4).

Event description:
Customer reported complaint, caregiver reported that patients develop deep tissue injuries from use of bed pad on mattress.